Event description:
Customer alleges a complete failure of the nurse call system took place in 2003. Customer alleges the repairs to their nurse call system were delayed and during that time pts had to use phones to call the nurse's station thus creating a delay in responding to the pts' needs. Customer alleges this put not only pts at risk for injury but staff at risk for not providing quality pt care in a timely manner. Customer states there were no pt injuries.